Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4) - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4) - this lens model is contraindicated for patients with a previous or pre-existing ocular disease that would preclude post-operative visual acuity of 20/60 or better (retinitis pigmentosa). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -08.00/+2.0/179 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was exchanged for a longer lens but the problem was not resolved. See MFR. Report # 2023826-2021-02553 for replacement lens. The cause of the event was unknown.